Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by service report that the cot is hard to turn. All four casters are loose and the brake wheel hub cracked. No patient involvement or adverse consequences are reported.